Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("migration of device"), pregnancy with contraceptive device ("pregnancy") and menstrual disorder ("abnormal menstruation") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included d & c. Concurrent conditions included hand pain, lupus erythematosus, abdominal pain, uterine bleeding, amenorrhea, hypertension, diabetes mellitus, headache, chest pain, excessive menstruation, polymenorrhoea, migraine, short of breath, nausea, dizzy, vomiting and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, menstrual disorder, pelvic inflammatory disease and pregnancy with contraceptive device to be related to essure. The reporter commented: she underwent hysteroscopy and dilation and curettage due to complications from the essure device. Right side - three coils into the uterine cavity, left side - three coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. (B)(6) 2016 : blood pressure :173/101. (B)(6) 2016 : blood pressure : 198/100. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease, pregnancy with contraceptive device." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("migration of device"), pregnancy with contraceptive device ("pregnancy") and menstrual disorder ("abnormal menstruation") in an adult female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included d & c. Concurrent conditions included hand pain, lupus erythematosus, abdominal pain, uterine bleeding, amenorrhea, hypertension, diabetes mellitus, headache, chest pain, excessive menstruation, polymenorrhoea, migraine, short of breath, nausea, dizzy, vomiting and ovarian cyst. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and menstrual disorder (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device and menstrual disorder outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, menstrual disorder, pelvic inflammatory disease and pregnancy with contraceptive device to be related to essure. The reporter commented: she underwent hysteroscopy and dilation and curettage due to complications from the essure device. Right side - three coils into the uterine cavity, left side - three coils. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. (B)(6) 2016 : blood pressure :173/101. (B)(6) 2016 : blood pressure : 198/100. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease, pregnancy with contraceptive device." Most recent follow-up information incorporated above includes: on 13-jul-2018: events- "pelvic inflammatory disease, pregnancy, device ineffective" , concomittant and historical condition, lab data added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure/ migration of coil/coil had migrated/ device migrated out of her tube") and device breakage ("device was removed in pieces and with thorough inspection all pieces were noted to be free from the endometrial cavity") in a 43-year-old female patient who had essure (batch no. A73752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "the doctor had a hard time getting one of the devices into one of my fallopian tubes" on (B)(6) 2013. The patient's medical history included gravida ii, parity 2 ((B)(6) 1996, (B)(6) 1999), knee pain, gastrointestinal bleeding, smoker, alcohol use, post coital bleeding, vaginal infection, menopausal symptoms, dysfunctional uterine bleeding, yeast vaginitis, chlamydial infection, appendectomy, augmentation mammoplasty, abdominal distension, gas and endometriosis. Patient had no complications during any of her pregnancies. Patient had no abortion. On an unknown date patient underwent essure confirmation ultrasound test. Approximate weight at the time of essure placement: estimated 110 (units not informed). (B)(6) 2013, surgical pathology report: specimen 1. Left fallopian tube 2. Right fallopian tube 3. Portion of essure clinical information family planning, failed essure diagnosis: fallopian tube, left, tubal ligation and fimbriectomy: - fallopian tube and fimbriated end with no significant pathologic abnormality. Fallopian tube, right, tubal ligation and fimbriectomy: - fallopian tube and fimbriated end with no significant pathologic abnormality. Diagnosis after gross examination: portion of essure device: - portions of metallic and synthetic string material consistent with essure fragment; gross ID only. Pain description cramping. Hysteroscopic sterilization: operative findings cervix: parous uterine size: 7 uterine position: axial uterine sounded to: 7 uterine cavity: normal tubal ostia visualized bilateral: yes description: the left tube had some scar tissue in front of it anatomic in location: yes the patient tolerated the procedure well. Essure confirmation test(s) conducted: (B)(6) 2013, (B)(6) 2013 hsg, x-ray/ ultrasound. Previously administered products included for help her sleep: trazadone from 2014 to 2016 and ambien from 2008 to 2014; for anxiety: xanax from 2011 to 2014; for an unreported indication: iud from 2008 to 2013, mirena, motrin, alprazolam, xanax, reborprin and paraguard. Concurrent conditions included herpes zoster and rash. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced procedural pain ("abdominal pain/ post operative abdominal pain / pain of surgery / post-operative pain"), lasting 5 days. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion ("the left essure device is coiled near the cornua and partially within the uterus"), pelvic pain ("severe and persistent pain") and anxiety ("essure caused or aggravated any psychiatric and/or psychological condition/ worried"). The patient was treated with analgesics and surgery (salpingectomy-bilateral to have essure removed). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device breakage, device expulsion, pelvic pain and anxiety outcome was unknown and the procedural pain had resolved. The reporter considered anxiety, device breakage, device dislocation, device expulsion, pelvic pain and procedural pain to be related to essure. The reporter commented: pain of surgery reported as (B)(6) 2016, however salpingectomy was on (B)(6) 2013 (discrepant data). The device went in well but when deployed it curled on itself. Coils were seen and scar tissue noted in front of the ostia. Device well in the ostis diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: malposition of the left essure device with left tubal patency. Concerning all the injuries reported in this case,the following ones were reported via social media: anxiety, device expulsion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device dislocation ("migration of device/migration of essure device location of device: right essure extending into the endometrium/ left coil not found"), pregnancy with contraceptive device ("pregnancy") and menstrual disorder ("abnormal menstruation") in a (B)(6) female patient (gravida 5, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/ failure to occlude (close) fallopian tube(s)." On (B)(6) 2016 and device monitoring procedure not performed "she does not undergo essure confirmation test". The patient's past medical history included d & c, gravida (x4) and parity 4 (x4 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2009, (B)(6) 2013)). Concurrent conditions included hand pain, lupus erythematosus, abdominal pain, uterine bleeding, amenorrhea, hypertension, diabetes mellitus, headache, chest pain, excessive menstruation, polymenorrhoea, migraine, short of breath, nausea, dizzy, vomiting and ovarian cyst. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2015 to (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 10 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and nausea ("nausea"). On (B)(6) 2015, the patient experienced migraine ("migraine") and headache ("headache"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menstrual disorder (seriousness criterion medically significant) and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, pregnancy with contraceptive device, menstrual disorder, vaginal haemorrhage, menorrhagia, depression, anxiety, migraine, headache, nausea and back pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, back pain, depression, device dislocation, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic inflammatory disease, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: she underwent hysteroscopy and dilation and curettage due to complications from the essure device. Right side - three coils into the uterine cavity, left side - three coils patient planning for removal of essure : reason(s) for removal: essure-caused injuries, as alleged in complaint. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive on (B)(6) 2016 : blood pressure :173/101. On (B)(6) 2016 : blood pressure : 198/100. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: pelvic inflammatory disease, pregnancy with contraceptive device". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: pfs received : new events, ¿abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, depression, anxiety, migraine, headache, nausea, back pain, she does not undergo essure confirmation test. Outcome of pregnancy ¿live birth, outcome unknown¿. Historical conditions were added. Patient¿s demographics were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") and menstrual disorder ("abnormal menstruation") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder (seriousness criterion medically significant). At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. The reporter commented: she underwent hysteroscopy and dilation and curettage due to complications from the essure device. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.